Manufacturer narrative:
(B)(4). Results pending completion of evaluation.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient was experiencing pain and visited the ER several times. The pump was subsequently explanted and replaced.

Manufacturer narrative:
(B)(4). The device evaluation determined that the pump primed and flowed per specification.